Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location: unknown"), fallopian tube perforation ("chance of poking through tube"), menorrhagia ("prolonged and abnormal menses\ menorrhagia") and genital haemorrhage ("abnormal and heavy bleeding") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cetirizine hydrochloride and fluoxetine hydrochloride (prozac). In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("severe menstrual pain dysmenorrhea (cramping)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating, pain"), pelvic pain ("pain"), fatigue ("fatigue \ general fatigue"), depression ("psychological or psychiatric problems condition: depression.") And asthenia ("neurological conditions or problem type:general fatigue and weakness"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe abdominal cramping\ lower abdomen pain"), back pain ("back pain"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and malaise ("was not feeling well"). The patient was treated with surgery (salpingectomy with removal of essure device laparascopically removed along with tubal ligation. And underwent ablation in (B)(6) 2015). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation, fallopian tube perforation, menorrhagia, vaginal haemorrhage, genital haemorrhage, abdominal pain lower, dysmenorrhoea, abdominal distension, pelvic pain, fatigue, back pain, depression, migraine, headache, nausea, asthenia and malaise outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, asthenia, back pain, depression, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, malaise, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment on multiple occasions for all her symptoms. Date(s) of insertion: (B)(6) 2015 & ablation- (B)(6) 2015 was reported, since partial dates of insertion and ablation were provided so ablation was captured as treatment surgery for menorrhagia which is occurred in (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: results: confirmed full occlusion and proper placement total bilateral occlusion. That essure occluded tubes- (B)(6) 2016. Most recent follow-up information incorporated above includes: on 11-mar-2019: pfs received: events-vaginal bleeding, depression, migraines, headaches, nausea, fatigue and weakness, pain, bloating and was not feeling well were added. Patient's demographics was added. Lab test was updated. Concomitant drugs were added. Event migration\ migration of essure device was updated with event chance of poking through tube. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location: unknown'), fallopian tube perforation ('chance of poking through tube') and menorrhagia ('prolonged and abnormal menses\ menorrhagia') in a 42-year-old female patient who had essure (batch no. C35385) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cetirizine hydrochloride (zyrtec) and fluoxetine hydrochloride (prozac). In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("severe menstrual pain dysmenorrhea (cramping)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating, pain"), pelvic pain ("pain"), fatigue ("fatigue \ general fatigue"), depression ("psychological or psychiatric problems condition: depression."), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and asthenia ("neurological conditions or problem type:general fatigue and weakness"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal and heavy bleeding"), abdominal pain lower ("severe abdominal cramping\ lower abdomen pain"), back pain ("back pain") and malaise ("was not feeling well"). The patient was treated with surgery (salpingectomy with removal of essure device laparascopically removed along with tubal ligation. And underwent ablation in (B)(6) 2015). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation, fallopian tube perforation, genital haemorrhage, abdominal pain lower, dysmenorrhoea, abdominal distension, back pain, migraine, nausea, asthenia and malaise outcome was unknown and the menorrhagia, vaginal haemorrhage, pelvic pain, fatigue, depression and headache had resolved. The reporter considered abdominal distension, abdominal pain lower, asthenia, back pain, depression, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, malaise, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment on multiple occasions for all her symptoms. Date(s) of insertion: (B)(6) 2015 & ablation- (B)(6) 2015 was reported, since partial dates of insertion and ablation were provided so ablation was captured as treatment surgery for menorrhagia which is occurred in (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: results: confirmed full occlusion and proper placement. Total bilateral occlusion. That essure occluded tubes- (B)(6) 2016. Most recent follow-up information incorporated above includes: on 27-jan-2020: pfs received- lot number added. Outcome of the event pain, headache, fatigue, depression and abnormal bleeding(vaginal, menorrhagia) were updated from unknown to recovered. Onset dates of the event migraine and headache were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location: unknown'), fallopian tube perforation ('chance of poking through tube') and menorrhagia ('prolonged and abnormal menses\ menorrhagia') in a 42-year-old female patient who had essure (batch no. C35385) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included cetirizine hydrochloride (zyrtec) and fluoxetine hydrochloride (prozac). In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("severe menstrual pain dysmenorrhea (cramping)"), abdominal distension ("gastrointestinal or digestive system condition type: bloating, pain"), pelvic pain ("pain"), fatigue ("fatigue \ general fatigue"), depression ("psychological or psychiatric problems condition: depression."), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and asthenia ("neurological conditions or problem type:general fatigue and weakness"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal and heavy bleeding"), abdominal pain lower ("severe abdominal cramping\ lower abdomen pain"), back pain ("back pain") and malaise ("was not feeling well"). The patient was treated with surgery (salpingectomy with removal of essure device laparascopically removed along with tubal ligation. And underwent ablation in (B)(6) 2015). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation, fallopian tube perforation, genital haemorrhage, abdominal pain lower, dysmenorrhoea, abdominal distension, back pain, migraine, nausea, asthenia and malaise outcome was unknown and the menorrhagia, vaginal haemorrhage, pelvic pain, fatigue, depression and headache had resolved. The reporter considered abdominal distension, abdominal pain lower, asthenia, back pain, depression, device dislocation, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, malaise, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment on multiple occasions for all her symptoms. Date(s) of insertion: (B)(6) 2015 & ablation- (B)(6) 2015 was reported, since partial dates of insertion and ablation were provided so ablation was captured as treatment surgery for menorrhagia which is occurred in (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: results: confirmed full occlusion and proper placement total bilateral occlusion. That essure occluded tubes- (B)(6) 2016.. Batch no c35385, production date 2014-03-11, expiration date 2017-03-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: quality safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") and genital haemorrhage ("abnormal and heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), back pain ("back pain"), abdominal pain lower ("severe abdominal cramping"), menorrhagia ("prolonged and abnormal menses") and dysmenorrhoea ("severe menstrual pain"). The patient was treated with surgery (salpingectomy with removal of essure device). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, fatigue, back pain, abdominal pain lower, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, back pain, device dislocation, dysmenorrhoea, fatigue, genital haemorrhage and menorrhagia to be related to essure. The reporter commented: she sought treatment on multiple occasions for all her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed full occlusion and proper placement incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.